Manufacturer narrative:
Submit date: 08/01/2011. An investigation is currently under. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the catheter was leaking from 2 slits in this silicone.